Event description:
It was reported that t this implantable lead was part of a system revision due to a possible allergic reaction. There was no additional adverse patient effects were reported. This implantable lead was explanted.